Event description:
It was reported that the patient was having urinary tract infections (uti) since being implanted. The cause of patients uti was unknown. The patient had the stimulation turned on and off, however, the uti sensation was still present.